Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1348 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leakage at insertion site noticed by district nurse when changing the dressing. Referred the patient to aohu for review. Fractured at 5cm. Map chemotherapy administered on the (B)(6) 2019. Flushed with saline on the (B)(6) 2019 and removed on the same date. No patient harm reported.